Event description:
The customer observed a false positive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided for a patient in an ambulance. (B)(4), 0.75 ng/ml plasma. (B)(6), 0.609 ng/ml serum. (B)(6), 0.474 ng/ml serum. There were no findings confirming this per an electrocardiogram. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing of a representative lot met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.